Event description:
Additional information was received from a consumer. The patient and spouse called back stating patient is still having therapy concerns. Patient has not followed up with managing physician as of yet. Caller indicated they changed from program 7 to program 1, but the patient is still feeling stimulation in the leg and heel. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller reports it doesn't seem like the device is working at all yet. Patient states they contacted the doctors office and was told to call the manufacturer representative to make adjustments to programming. Patient is not feeling stimulation sensation and indicates they never have. The patient only felt stimulation in the ankle. Patient reports no falls or traumas. The patient only felt stimulation sensation in knee, leg, and ankle across all programs. Patient was originally on program 6 and will try program 7 now even though stimulation sensation was felt behind the knee. Patient's wife mentions that patient has diabetes so his ability to feel stimulation might be blunted from that. The patient decreased amplitude so patient is not feeling stimulation in the leg, even though patient is not feeling any stimulation now. No further comp complications were reported.